Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bioid scanner holder broken on the station rodhp01m01and user unable to scan their fingerprint. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) scanner holder was broken, and the users were not able to scan the fingerprints. A field service engineer (fse) found that at the medstation the bio-ID was pushed through to inside e-drawer, and a bracket was broken. The fse opened the e-drawer and removed the screws from the broken bracket braces. The fse installed a new plate, secured the braces along with the bio-ID scanner to the plate, and unplugged and reconnected back in the bio-ID scanner. The customer then logged into the pyxis unit using the bio-ID scanner feature, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.